Event description:
During a pci procedure, the maverick 2.25x15mm balloon ruptured on the third inflation at 9 atms. The first and second inflations were both at 6 atms. The lesion being treated was a calcified, 90% stenosed lesion in the left anterior descending (lad). Other devices used in the procedure were a terumo introducer sheath, a 6f mach 1 vl3 guide catheter, a terumo runthrough guide wire, an encore 26 inflation device, and a cypher stent. There were no patient complications reported. The patient status is listed as "good".